Event description:
Procedure type: laminectomy. According to the clinical study: summary of events: subject 18-73 is a (B)(6) caucasian male with a past medical history of chronic back pain and right lower extremity lumbar radiculopathy. The subject has had three previous spinal procedures: a lumbar laminectomies in 2003 and 2013 and a cervical procedure in 2005. On (B)(6) 2014 the subject underwent a decompressive lumbar laminectomy from l3-l5 at (B)(6) hospital in which an incidental csf leak occurred. The area was sutured, duragen was placed, and the area was sealed with 3ml of duraseal. Once a watertight closure was obtained, the wound was then closed with sutures and staples. On post-op day 5 ((B)(6) 2014), the subject presented at the ER with clear drainage at the top of the surgical incision and positional headache. Surgical I & d and dural repair with duragen and a fat patch was performed on (B)(6) 2014 for persistent symptoms. The subject was discharged on (B)(6) 2014. While the subject has not yet returned for their study follow-up, the event is reported to be resolved as of (B)(6) 2014.

Manufacturer narrative:
(B)(4).